Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the introducer from a co-pilot guide wire accessory kit was difficult to advance through the co-pilot bleedback control valve (bbcv). Once the introducer was connected, a balance middleweight (bmw) universal ii guide wire was unable to be advanced through the copilot bbcv and introducer and was difficult to remove from the co-pilot. The co-pilot guide wire accessory kit was replaced with another co-pilot guide wire accessory kit and the same bmw guide wire was able to be used successfully with the new copilot guide wire accessory kit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulties were not confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.